Event description:
The micropuncture introducer sheath separated at the hub upon removal of the device from the patient when the procedure was completed. No apparent pieces of the sheath were retained in the patient. Two different introducer sets were opened (two different lot numbers) during the procedure because the wire bent during the first attempt and a new introducer set was opened. The operating room team is unable to identify which lot number correlates to the introducer sheath that separated at the hub.